Event description:
It was reported the gastrointestinal videoscope displayed no image and scope communication error code b30. This occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e237 scope error occurred, connecting tube had corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on plug unit. Regarding the corrosion on the connecting tube, the most probable cause of the issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.